Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, at initial deployment, the valve was positioned at a depth of 1mm, so it was recaptured. On the second attempt, the valve was positioned and implanted approximately at a depth of 3mm on the non-coronary cusp (ncc). The patient went into a complete heart block for approximately 5 minutes and then into a tri-fasicular block. A temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the conduction remained unchanged. Therefore, on (B)(6) 2026, a permanent pacemaker was implanted to resolve this event. The patient had an extended hospitalization. The healthcare professional stated believes that the patient experienced adverse health consequences due to the combination of patient's past medical history, anatomical condition and the procedure. The patient was in a stable condition and subsequently discharged.